Event description:
It was reported to philips that the x-ray exposure was not functioning and unable to store images. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the user restarted the device several times to continue the procedure. The philips remote service engineer inspected the system remotely and found frontal ippc memory has failed, corrupted images were received from image detection, and fluro storage is not possible due to an image disk problem. The philips field service engineer (fse) inspected the system onsite, performed a database consistency test, and found the data model consistency had failed. Fse swapped the image disc, re-created the database, and performed database repair. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.